Manufacturer narrative:
The reported meter ((B) (4)) was returned, but not the test strips from lot # 0918834. Tests strips from lot # 0915618 were returned instead. The complaint was not confirmed. All results were within the range specification during control solution testing. The reported readings were found in the meter memory log within a ten minute timeframe (date: (B) (6) 2010). This is the final report.

Event description:
A customer reported she received the following readings on her blood glucose meter within 10 minutes: 41 mg/dl, 170 mg/dl, 439 mg/dl, 160 mg/dl and 173 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.